Manufacturer narrative:
H3, h6: it was reported that during thr the polarstem modular head for 21000662 broke and the pieces were recovered. It is unknown if there was a surgical delay and how the procedure was finished. No patient injuries were reported. The device in scope, which intent use is in treatment, was returned for investigation. The failure mode can be confirmed upon visual inspection. The device broke in two pieces. A relationship between reported event and device can be confirmed. A review of the batch record revealed no deviations from the standard manufacturing process that could have contributed to the reported issue, including material certificate. The device was manufactured in 2016 with a batch size of 60 pcs. For the specific batch number two additional complaints were recorded for the same failure mode. A review of the risk management documentation verifies the failure mode and severity of the reported issue. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all instruments must be inspected and controlled for proper functioning after cleaning/disinfection. The received instrument is designed to impact a ball head on the polarstem taper. It is therefore subjected to repeated impact forces. We are currently unable to rule out a procedural variance as a contributing factor to the reported event which does not represent a device malfunction. A contributing factor could be that, repeated steam sterilization processes could contribute to an embrittlement. It is however unknown for how many cycles this instrument has been used. A functional test simulating 5 years of use was performed. The observed failure could not be reproduced. Based on the conducted investigations the root cause of the fracture could therefore not be determined conclusively. There is no indication that the device failed to match specifications at the time of manufacturing. Nonetheless, in combination with our continuous effort to improve our products, design changes have been implemented to enhance the mechanical behaviour of this device. S+n will monitor this device for similar issues.

Manufacturer narrative:
Case-(B)(4).

Event description:
It was reported that during thr the polarstem modular head for 21000662 broke and the pieces were recovered. It is unknown if there was a surgical delay and how the procedure was finished. No patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.